Event description:
It was reported that due to fluid loss in left cylinder the patient had his inflatable penile prosthesis (ipp) left cylinder removed and replaced. The ipp cylinder was explanted and a new cylinder consisting of a 14cmx9.5 mm cylinder was implanted. The fluid loss occurred to weeks ahead of this surgery. It was added that the patient got well after this surgery. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss in left cylinder the patient had his inflatable penile prosthesis (ipp) left cylinder removed and replaced. The ipp cylinder was explanted and a new cylinder consisting of a 14cmx9.5 mm cylinder was implanted. The fluid loss occurred to weeks ahead of this surgery. It was added that the patient got well after this surgery. Should additional information be received a supplemental report will be submitted.